Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours the pods cannula had not deployed and the pink slide had not moved forward upon initial activation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.